Event description:
It was reported that the inflatable penile prosthesis (ipp) stopped working almost 10 years after implant. The patient underwent a surgical procedure in which it was noticed that the cylinder was drained out due a fluid leak. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon return, the device was thoroughly analyzed. The ams700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Visual inspection identified leaks within wears at folds in the middle and proximal end of the cylinders. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The spring was found to be misaligned in the ms pump. Ms pump passed leakage test. The ms pump was functionally tested and did not pass activation test. Product analysis concluded these inflation issues along with the leaks observed at the cylinders could affect the functionality of the device as the reported difficult to inflate and mechanical issue. The reported allegations were confirmed.

Event description:
It was reported that the inflatable penile prosthesis (ipp) stopped working almost 10 years after implant. The patient underwent a surgical procedure in which it was noticed that the cylinder was drained out due a fluid leak. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Updated information in d4 model number, catalog number, and unique identifier. Upon return, the device was thoroughly analyzed. The ams700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Visual inspection identified leaks within wears at folds in the middle and proximal end of the cylinders. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The spring was found to be misaligned in the ms pump. Ms pump passed leakage test. The ms pump was functionally tested and did not pass activation test. Product analysis concluded these inflation issues along with the leaks observed at the cylinders could affect the functionality of the device as the reported difficult to inflate and mechanical issue. The reported allegations were confirmed.

Event description:
It was reported that the inflatable penile prosthesis (ipp) stopped working almost ten years after implant. The patient underwent a surgical procedure in which it was noticed that the cylinder was drained out due a fluid leak. The device was explanted and replaced. No patient complications were reported.